Manufacturer narrative:
As product was not returned and no test strip lot was reported with this complaint, a device history review (DHR) of the meter was requested. The DHR for meter (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specificatios prior to its release. This is a final report.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained.

Event description:
A customer's son reported the customer obtained readings of 67 mg/dl and 138 mg/dll on their freestyle flash meter that were lower than how they felt and experienced fatigue, vertigo and fell. The customer reportedly went to a hospital where they were diagnosed with hyperglycemia and received unspecified treatment that was a change to their normal medications. There was no report of death or permanent impairment associated with this medical event.